Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the surevalve was not returned, therefore condition is unknown. The distal end of lead is damaged (at 86.7 and 87.5cm) and test cannot be performed (photo taken) as guidewire cannot be inserted all the way thru lead. Note: a gray 14-85 stylet was returned inside the lead, for the implantation of left heart leads it is recommended that a guidewire be used. Insertion of a guidewire will cause the lead distal shape to straighten, allowing for easier insertion through a valve. Without a guidewire in the lead, the distal shape can be difficult to insert through the valve.

Event description:
It was reported that during the implant attempt, the lead was unable to go through the sure valve on the guide catheter. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.